Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2014 with the following findings: a review of the pump black box data revealed pump reboots associated with a replace battery alarm and cartridge change. During a visual inspection of the pump, moisture was observed behind the display lens and in the battery compartment. The battery compartment was undamaged. A battery cap was not returned with the pump. A test cap secured properly to the pump and was used to complete investigation. The pump was exercised for 24 hours with no power interruptions. Evidence of the complaint was found in the black box; however, the complaint was not duplicated. Unrelated to the complaint, the pump casing was cracked near the display. A leak test was performed and confirmed a leak at the crack in the casing. The pump case was removed, and evidence of moisture ingress was found. Also unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.